Manufacturer narrative:
Reporter information: (B)(6).

Event description:
It was reported to philips that the device has ECG problem. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer just wanted to order a processor printed circuit assembly pca. The processor pca was sent to the customer. The processor printed circuit assembly with part number 453564489071 and serial number (B)(6) was returned to philips for failure analysis. All tests passed and all functionality was verified. The root cause of the device failure is unknown. The device remains at the customer side, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, this pca was returned with a supposed ECG problem. This was not verified in lab testing. The processor pca passed all tests during operational check and performed as expected. Therefore, there¿s no fault found (nff) with this processor pca. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered into this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The processor pca passed all tests and performed as expected. Therefore, there is a no fault found (nff) situation. If additional information is received, the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating the device has an ECG problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.